Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting for frozen display was performed. The customer's blood glucose level was 113mg/dl at the time of the incident. The customer was advised to remove and re-insert battery. The insulin pump alarmed immediately after battery insertion. The customer was assisted with clearing the alarm but was unsuccessful. Troubleshooting for button error/keypad anomaly was performed. The customer stated that all buttons were unresponsive. The customer stated that the time on the clock did not advance when monitored. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No time/date anomaly, no frozen screen, no blank display and no battery out limit alarm noted. Unit received with cracked battery tube threads and cracked reservoir tube lip.